Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an attempted implant, it was noted that the helix of the lead extended out at the distal end without operator input. The lead was not used. No patient complications have been reported as a result of this event.